Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissor instrument tip cover accessory fell off into the patient. On (B)(4) 2014, an intuitive surgical inc. Representative contacted the robotics coordinator at the site to request additional information regarding the reported complaint. It was indicated that the tip cover accessory, monopolar curved scissor (mcs) instrument, and cannula were inspected prior to use. The cannula was inspected using an obtruator and the tip cover accessory was installed using the installation tool and was not over-installed. It is unknown if electrolube was used. The mcs instrument was in use with a valley forcelab generator, settings 40/40 for about one and half hours when the tip cover accessory fell off into the patient. A lap grasper instrument was used to retrieve the tip cover through the assistant port. No intervention was required and no post-operative tests (x-ray, ultrasound) were performed. Instrument collisions did occur during this procedure. Unknown what other instruments were used. The planned procedure was completed and there was no harm to the patient. The patient recovered as planned.

Manufacturer narrative:
The instrument accessory was discarded and will not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the tip cover accessory allegedly fell into the patient and was retrieved with a lap grasper instrument during the same procedure. No fragments were left in the patient.